Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient¿s implantable cardiac monitors (icm) exhibited under-sensing. No patient condition or additional information was reported.